Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The issue was determined to be due to the instrument probe. No adverse trend of the instrument probe was found and no trend associated with the architect i1000sr erratic result rate was identified. A review of the customer's instrument (i1sr55087) service history was performed, and the review of tickets identified no additional occurrences of discrepant results and identified no contributing factor on or around the date of the event. Based on the results of the investigation, there is no indication of a deficiency of the instrument probe, there is insufficient information to reasonably suggest a malfunction of the probe. The customer was referred to the architect systems operations manual, which addresses operational precautions and limitations and addresses troubleshooting of elevated and erratic results, including the inadequate dispense of wash buffer by the pipettor and a damaged or incorrectly positioned probe.

Event description:
The customer observed false positive patient results for the architect stat troponin-I assay. The results were reported out and questioned by physicians. The patients then were admitted and transferred to another facility where the patients were retested and negative results were generated. No impact to patient management was reported. The customer indicated that low controls were trending high (still within range), when the false positive patient results were generated. The customer's reference range is 0.00-0.02 ng/ml. The customer provided the following patient data: sid (B)(6) generated a positive result of 0.021 ng/ml, which was repeated negative at 0.00 sid (B)(6) generated a positive result of 0.022 ng/ml, which was repeated negative at 0.013 ng/ml the customer provided the following data from one patient sample: sid (B)(6) generated a positive result of 0.032 ng/ml, which was repeated positive at 0.023 no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.